Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the ibt has been used. Optical and functional inspection confirmed that the ibt has been ruptured. This type of damage/rupture is consistent with the balloon coming in contact with bone splinters while in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # kx203, 510k # k101864 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with vertebral body fracture; and underwent kyphoplasty. Intra-op, the balloon burst when the volume of the balloon was about 5 ml and at 329 psi pressure. The patient was not allergic to contrast media. The surgeon then decided to complete surgery with cement insertion. There was delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.